Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked at the button during patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device has been received by baxter for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed; leakage was noted at the connection of the tubing located inside the patient control module housing. The root cause was determined to be a manufacturing operator error of the solvent-bonded junction. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in october 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review has been conducted which revealed the product met all of the acceptance criteria for release.